Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's foster parent reported via phone call of high blood glucose readings and a low battery alert from the insulin pump. The customer's parent stated that there are scratches on the screen that make it hard to read. The parent stated that the pump's battery needs to be changed every 7-10 days since the customer has been in her care. The parent stated that the customer was hospitalized due to diabetic ketoacidosis. The customer declined to troubleshoot for low battery and damage to the screen. The customer will be sent a replacement pump.